Event description:
Reporter noted case #3 patient had endophthalmitis two days post operation. Cultured; vitreous tap positive for pseudomonas aeruginosa. Vitrectomy done. No visual recovery yet. Infection slowly improving.